Event description:
It was reported that while implanting the lens the trailing haptic broke. The incision was enlarged to remove the lens. A replacement lens was used to complete the surgery and a stitch was placed. Post-op was normal. The lens that was used during this event is reported under 1119279-2014-00003.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.